Event description:
A male with previous history of cardiac disease, coronary stent placement, hepatocirrhosis, underwent aaa repair in 2009. The patient's anatomical form was considered suitable for evar. The physician coil embolized the internal iliac. Then, he attempted to place an iliac leg graft in the aneurismal site but a slight narrowing at the bifurcation of the internal and external iliacs prevented cannulation so, the internal iliac could not be coil embolized. In order to accommodate the situation, the ipsilateral limb of the main body was deployed first and the ipsilateral iliac leg was placed blocking the right internal iliac with the catheter for embolization coil was left in the right common iliac. Using the catheter left between the iliac graft and the vessel wall, the bifurcation area of the internal and external iliacs was coil embolized. Then the contralateral leg graft was placed and a proximal type I endoleak was noted. Using another manufacturer's balloon catheter, the site was ballooned. Upon completion, there was no blood flow into the right internal iliac artery from any collateral vessels or endoleak. As of the next day, the patient suffered cardiopulmonary arrest (cpa) presumably due to the hypotension. Patient expired the following day. CT image revealed a small ecchymoma in the retro peritoneum area, which led the physician to suspect a rupture of either aneurysm. A distal type I endoleak from one of the iliac legs was noted but no rupture of either aneurysm was confirmed. Hemorrhage from the distal site of the right internal iliac was noted. Resuscitation was performed and additional iliac leg was placed to treat the endoleak. The patient was resuscitated and the type I endoleak resolved as well as the hemorrhage from the distal site of the right internal iliac artery. The patient's blood pressure did not improve and hemorrhage in many organs occurred. The physician commented that because the rupture point could not be identified, the relation of the cpa and the procedure cannot be established. He also states that hemorrhage did not occur at the procedure site and the cause of it could not be specified. Some thrombus in the aneurysm may have flown out during the cannulation of the right internal iliac artery. However, a pulse was present in both legs so it was considered that blood flow was ok. The patient was hyperkalemia when cpa occurred, which is assumed to have caused the hypotension, and the patient had a history of hepatocirrhosis and a tendency to bleed.

Manufacturer narrative:
Event evaluation: the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria - iliac artery distal fixation diameter between 7.5-20mm (outer wall to outer wall), vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. No product or images were provided to assist in this investigation. The exact diameter of the fixation site is unknown, although the reported event indicates it could have been larger than 20mm. This could have been a contributing factor to the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.